Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend considering the following event is identified: pain. Event summary: patient had as humeral head implanted (right side) on an unknown date and was revised on (B)(6) 2017 due to pain. Review of received data: no medical data such as x-rays, surgical notes or any other case-relevant documents received. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: the compatibility check was performed from surgical technique 06.006.070.12 and showed that the product combination was approved by zimmer biomet. It was reported that the patient had as humeral head implanted (right side) on an unknown date and was revised on nov 13, 2017 due to pain. Neither x-rays, operative notes, office visit notes, nor devices or photos of the explanted implants were received; therefore the condition of the components is unknown. Patient factors that may affect the performance of the components such as bone quality, activity level, type of activity (low impact vs. High impact), and relevant medical history are unknown. Adherence to rehabilitation protocol is unknown. Based on the given information and the results of the investigation, the complaint could not be confirmed as the alleged failure could not be identified or reproduced. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The device history record were reviewed and found to be conforming. Additional information has been requested but is currently not available. The device is not yet received for investigation, however it is mentioned by complainant that it will be provided for investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It is reported that a patient had an anatomical shoulder, humeral head, 48/17 implanted on an unknown date on unknown shoulder side and was revised on (B)(6) 2017 due to pain.

Manufacturer narrative:
Additional information was received. Product will not be available for investigation as hospital discarded the implants. As soon as supplemental information and/or investigation results becomes available an updated report will be submitted. (B)(4).